Event description:
After opening the package and examining the device, no power was noted in the instrument. Troubleshooting completed with no change observed. The device was changed for another one, and the procedure was completed with no further incident. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure xp (per site reporter): robotic surgical coordinator and surgery supervisor spoke to field representative.